Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the staple were not present at the proximal end. The surgeon reseceted the incomplete staple line and applied another device to complete the procedure. The hospital has reported that the pt's condition is satisfactory.